Event description:
A patient reports while wearing a pod between 4 and 24 hours the pods pink slide had failed to move forward at initial activation. In addition the patient reports their blood glucose level had rose to 400 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.